Manufacturer narrative:
The device sample is currently being evaluated. The manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).

Event description:
A report was received stating the disposable developed a leak that allowed the recirculating solution to mix with the infusate. The disposable was immediately disconnected and replaced. No patient injury occurred.